Event description:
It was reported that during device set up the angle nut came off the device. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: after thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that during device set up the angle nut came off the device. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut coming off was confirmed. A disassembled angle nut can be caused by over-torquing of the angle nut while attaching a tip to the handpiece. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was discarded by the manufacturer following evaluation.